Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one marquee disposable core biopsy instrument was returned for evaluation. During visual evaluation, sample appeared to have residue on the distal tip of the stylet. Upon microscopic evaluation, foreign residue was noted on the trocar tip, sample notch and cannula tip. Functional testing was not performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material as foreign residue was noted at the tip. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h6(method, result and conclusion), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a biopsy procedure, blood was found on the tip of the needle when opening sterile package. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a biopsy procedure, blood was found on the tip of the needle when opening sterile package. There was no patient contact.